Event description:
Incident description: pacemaker lead screw had change in impedance after the screw tip was advanced into the cardiac tissue. From the procedural note: an 8fr sheath was inserted over the wholey guidewire. The dilator was removed and the sspc3 sheath was inserted to the rvot (right ventricular outflow tract). The dilator and wire were removed. The pacing lead was advanced through the sheath to the tip for unipolar mapping. Antero-septal positioning was confirmed with steep lao (left anterior oblique) fluoroscopy. The active fixation screw was deployed and then the lead was advanced further into the septum to gain proximity to the fascicular system. The first lead screw did not advance properly and therefore the lead was removed and exchanged for a new lead. The sheath was gently withdrawn, and the lead was tested. Active lead interrogation noted appropriate sensing and pacing characteristics. Selective fascicular capture was present with an acceptable threshold. The outer sheath was split. The lead was secured to the pocket floor using the suture sleeve. A purse string suture was tied with 0 vicryl for additional hemostasis. There were no acute procedural complications.